Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an x-ray indicated that the patients left ventricular (lv) lead had become dislodged from the target vessel. The lead exhibited high thresholds and the was unable to capture. A lead repositioning was completed and the lead remains in use. No patient complications have been reported as a result of this event.